Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of a thoracic aortic aneurysm using 24 fr gore® dryseal flex introducer sheath (dsf) and two gore® tag® conformable thoracic stent graft with active control systems (ctagac). During advancing the dsf, an access vessel was narrow and resistance was felt. Two ctagac devices were implanted successfully. An access angiography revealed a dissection from a terminal aorta to a right common iliac artery. To treat the dissection, two bare metal stents were implanted from the terminal aorta to a right external iliac artery. The patient tolerated the procedure. Reportedly, the diameter of the right common iliac artery was 8.1 mm - 10.8 mm.